Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to mild diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 494 mg/dl. The customer reported having symptoms of nausea and headache. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the dome label is missing off the insulin pump. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received missing the end cap sticker, and had a cracked reservoir tube lip and minor scratches on the display window.